Event description:
Patient was hospitalized for hypoglycemia. Patient has been hospitalized for other hypoglycemia events as well, however no information is available regarding these prior events. Patient reports they discontinued using the pump after this incident per physician orders and is on injection therapy. Patient states they would like to have the device inspected and resume pump therapy. Device was not returned for evaluation.